Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm), they loaded the heartstring 3.8mm according to IFU and inserted the seal into the aorta hole by loading heartstring 3.8mm normally according to IFU, but the seal does not unfold in the shape of an umbrella and falls out of the hole the operation was completed after exchanging it with another identical new product. There was no abnormality in the patient's condition.

Manufacturer narrative:
Internal complaint number: (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaint was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period jul-2019 through jun-2021 was reviewed. There were no triggers identified for the review period. Testing of actual/suspected device: (10/4105/213/67) the device was returned to the factory for evaluation on 07/19/2021. A photograph was provided by the account. A photographic inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was observed outside the loading device. The seal and tension spring assembly was observed inside the delivery device. The seal was observed to be in a fully opened state. No visual defects were observed on the seal. The white plunger was not able to be observed in the photograph. An investigation was conducted on (B)(6) 2021. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned outside the loading device with the seal and tension spring assembly inside the delivery device. The white plunger was fully depressed and the blue slide lock was disengaged. The seal was observed to be in fully opened state, with no cracks or delamination observed on the seal. The seal and tension spring assembly was removed from the delivery device with no physical or visual difficulties. There were no visual defects observed on the seal or tension spring assembly. Measurements were taken of the delivery device; the inner diameter was measured at 0.196 inches, the outer diameter was measured at 0.220inches. The length of the delivery tube was measured at 2.50 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device, the reported failure "failure to unfold or unwrap" was not confirmed.

Event description:
N/a.